Manufacturer narrative:
The balloon catheter afapro28 with lot number 98860 was returned and analyzed. Visual inspection of catheter showed there is blood inside the inner balloon. Smart chip verification indicated the catheter was used for 14 injections. The catheter failed the performance test due to frost. Dissection and pressure testing showed a leak at the catheter connector injection tube to adhesive leak path. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.